Event description:
It was reported that the device powered on for the self test; however, it would not power on after the self test. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The interface pcb assembly was further evaluated. It was determined that the cause of the reported failure was process residue on j31 connector solder joints. The customer received a replacement device.